Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device is sticking and dropping needles.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received: last know patient status is normal. The surgical procedure performed was a laparoscopic roux en y. There was no blood loss of 500cc or more due to the product problem. There was no tissue damage as a result of this problem. Surgical time was not extended by more than 30 minutes due to the product problem.

Manufacturer narrative:
(B)(4). Evaluation summary: post marketing vigilance (pmv) received one endo stitch device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A broken needle was found in the jaw of the instrument. The needle was observed to be broken at the swage, the weakest point of the needle. Another broken needle was received separate from the instrument. This needle was observed to be broken at the cone. The jaw gap was measured and met specification. Witness marks on the bevel wall were observed but no sheering was observed on the toggle switches. The broken needle was removed from the jaws of the instrument. The instrument was then loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The file was concluded to be a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
Evaluation summary: post marketing vigilance (pmv) received one device, opened by the account with the appropriate display box and blister packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A broken needle was found in the jaw of the instrument. The needle was observed to be broken at the swage, the weakest point of the needle. Another broken needle was received separate from the instrument. This needle was observed to be broken at the cone. The broken needle was removed from the jaws of the instrument. The instrument was then loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Subsequently, the complaint data did not display an increased trend for needles disengage complaints. The reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.